Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with weak battery, battery fault, and low battery alarms on their insulin pump. The customer's blood glucose level at the time of incident was 130mg/dl. The customer's blood glucose level at the time of low battery alarm was 300mg/dl. Troubleshoot was conducted. The battery compartment was found to be corroded. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.